Event description:
It was reported that, after a thr was performed on (B)(6) 2022, the patient presented recurrent dislocation. Therefore, a revision surgery was scheduled for (B)(6) 2022 in order to treat this adverse event. It is unknown if the revision was actually performed. Further information is unknown at the moment.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device was found to be damaged along its base, likely from the event of the dislocation or the removal of the device from the patient. The face of the device is also discolored from prolonged exposure to bodily fluids. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that it was reported that a revision surgery was performed due to recurrent dislocation. The photos were reviewed, and visual inspection of the returned device noted, damage along base, likely from the event of the dislocation or the removal of the device from the patient; however, without supporting medical documentation, a thorough medical assessment of the clinical root cause of the dislocations cannot be performed. In the event additional medical/clinical records are received, the clinical task may be reopened, and a thorough assessment will be rendered at that time. It is noted, the surgeon does not blame the implants. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D9 has been corrected.

Event description:
It was reported that, after a thr was performed on (B)(6) 2019, the patient presented recurrent dislocation. Therefore, a revision surgery was performed on (B)(6) 2022 in order to treat this adverse event, in which the r3 20 deg xlpe acet lnr 32mm x 50mm was removed and replaced with an or3o liner and insert. The primary synergy stem was left in-situ. The surgeon does not blame the implants.